Event description:
The customer reported that a patient assession number did not have the correct patient name on a dimension exl with lm instrument. The patient was undergoing creatine kinase (cki) and troponin (tni) testing, which resulted normal. There were no discordant results associated with this event. There are no known reports of patient intervention or adverse health consequences due to the incorrect patient name on cki and tni results.

Manufacturer narrative:
The siemens headquarters support center was contacted by the customer. The hsc evaluated the instrument data and determined that there was no instrument malfunction during the time of the event. The hsc determined that the incorrect patient name was sent to the instrument by the middleware / laboratory information system. The hsc also determined that the customer recycles barcode labels. The cause of the incorrect patient name on results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.